Manufacturer narrative:
(B)(4). Conclusion code: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This medwatch report is in response to receipt of facility report # (B)(4).

Event description:
It was reported that a patient underwent a laparoscopic repair of an incarcerated umbilical hernia on (B)(6) 2015 and straps were used to secure mesh in the peritoneal cavity. Attempts were made to secure the mesh to the anterior abdominal wall using the device. The device was unable to be adequately deployed into the mesh. Three attempts were done and the decision was made to suture the mesh in place. Additional information has been requested.